Manufacturer narrative:
(B)(4).

Event description:
Since the pump was implanted, the patient complained of unsteadiness and "falling asleep at times." The pump delivered lioresal 500 mcg/ml. As of (B)(6) 2011, the dose was 24 mcg/day and the patient continued to have the symptoms and the patient's spasticity increased. On (B)(6) 2011, a confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The stall was due to exposure to MRI (magnetic resonance imaging) or other medical procedures. The plan was to re-interrogate the pump on (B)(6) 2011. Additional information has been requested, but was not available as the date of this report.